Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead was capped and replaced as it was not functioning within normal tolerance. No patient complications have been reported as a result of this event.